Event description:
Patient spontaneously called to report that she dropped her cadd legacy pump sn (B)(4) ((B)(6) 2019) and pump will not stop beeping. Patient states she tried taking batteries out and putting them back in several times but pump continues to beep. Error did not occur while in use and did not cause any harm to the patient. Pharmacy is sending patient a replacement pump. Md is not aware. Patient has back up pump to use, reports to (B)(6) by: patient/caregiver.